Event description:
Information was received from manufacturer representative who reported patient had nerve pain in abdomen post implant, patient complained for 5 days opted to remove. Nerve pain in abdomen post implant, pt complained for 5 days opted to remove

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6)2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.